Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a dehp free solution administration set in which operator observed separation of tubing from the luer lock was not confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the collar of the luer lock (luer ring) had stepped back along the tubing. No separation between luer lock and tubing was noticed. A push pull test was performed on the tube and luer lock and no separations occurred. The luer lock was not separated from the tubing. The sample was working within specification. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Pharmacist of the facility reported to baxter (B)(6) of dehp free solution administration set in which operator observed separation of tubing from the luer lock. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.